Event description:
It was reported that the 9800 system shut down during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank, sensor, filament drive, and the generator drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.